Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 20.5 cm to 22.5 cm from the distal tip and 1.2 cm to 1.4 cm from the unstretched coil end. The external insulation abrasions were consistent with exposure to constant friction against the ICD can.

Event description:
This report is to advise of an event observed during analysis.